Event description:
It was found the hand piece no longer meets specs for impedance, phase margin and frequency. Device was used in a diagnostic lab. Another hand piece completed case. No pt consequence.